Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis patient reported having an abdominal surgery. A follow up call was made to the patient's nurse. The peritoneal dialysis nurse reported that the patient underwent a surgical hernia repair in (B)(6) 2014. Medical records have been requested.